Manufacturer narrative:
(B)(4). The customer returned one defective guide wire and a lidstock for analysis. The introducer needle was not returned for analysis. Signs-of-use in the form of biological material was observed between the coils. Visual analysis revealed that the guide wire was separated in approximately the middle. Microscopic examination confirmed the separation and revealed that the core wire had also separated directly adjacent to one of the welds. Aside from this, the proximal and distal welds were spherical and intact. Visual analysis could not be performed on the needle as it was not returned for analysis. The guide wire total length measured 349mm, which is within the specification limits of 345mm-355mm per the guide wire graphic. The guide wire outer diameter measured .51mm, which is within the specification limits of .508mm-.533mm per the guide wire graphic. A manual tug test confirmed that the weld that was still attached to the coil wire and core wire was functional. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing of spring-wire guide." The report that the guide wire had separated was confirmed through complaint investigation. Visual analysis revealed that the guide wire was separated in approximately the middle of the extrusion. Despite this, the guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Despite these circumstances, the root cause cannot be determined as the introducer needle was not returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint reported as: "the guidewire does not progress as it passes through the needle" no patient harm reported. The kit was exchanged. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer complaint reported as: "the guidewire does not progress as it passes through the needle". No patient harm reported. The kit was exchanged. The patient's condition is reported as fine.